Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
Received information regarding multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Contact did not know if the customer's blood glucose level was impacted by the reported issue. The contact was able to reload a cartridge successfully.